Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: hair in sterile packaging. Probable root cause: material/design error, manufacturing/assembly error, excessive user force, severe shipping conditions, disposable tip rubbing against product, user error.

Event description:
It was reported that there was a hair in the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: there's hair in the sterile product the failure identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging.

Event description:
It was reported that there was a hair in the sterile packaging.